Event description:
It was reported that during a da vinci-assisted surgical procedure, it was observed that the universal seal failed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: it was confirmed that a fragment fell into the patient and was able to be recovered during the same surgical procedure. The fragment was able to be removed by using the rapallo surgical forceps. The customer was able to confirm that all fragments were retrieved by confirming the broken area of the cannula seal with the fragment. No post-operative tests were conducted to check for remaining fragments. There was no patient injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal seal involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The seal was found to have a tear on the underside at the cross section measuring approximate 0.097" x 0.073" in length. The torn piece was returned with the seal. Refer to field h8 for corrected information.

Event description:
Refer to h10/h11 for follow-up information.